Event description:
The capacitor on the motor for the head of the bed popped and the head of the bed went up to its maximum. This bed is very old so I am not surprised that a part failed, but it may have been good if there was a fail safe so that the head of the bed would not release and raise up to its max.